Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.